Event description:
Reddened area noted on left medial foot. Assessed by wocn who described the area as a first degree burn from a pulse ox probe. Area measures l 1.5 cm x w 1.0 cm x d 0.0 cm. Recommendations are to keep the area clean and dry. The pulse oximetry probe and machine were removed from service to be evaluated by clinical engineering. This is a nellcor beside spo2 pt monitoring system that was last evaluate (B)(6) 2018. The probe is a nellcor max-n probe. As of (B)(6) 2018 facility biomed engineering dept's evaluation was unable to find any problems with the bedside spo2 monitoring system or the probe. Contact made with nellcor / medtronic on (B)(6) 2018 and (B)(6) 2018. Clinical specialist did not feel bedside spo2 monitor system needed to be returned. Clinical specialist did feel that spo2 monitoring probe did need to be returned for evaluation. Waiting arrival of biohazard bag and label for return.